Manufacturer narrative:
It was reported a gastrostomy tube retention balloon deflated and "popped" out. The gastrostomy tube was put back in place to keep the access site patent and patient was taken to the emergency department. The old gastrostomy tube was removed and discarded. The gastrostomy tube was replaced and patient was discharged home. It is unknown how long the gastrostomy tube was in place prior to the balloon deflating. It is unknown if the balloon was pre-inflated to check the retention balloon before placement. A sample was not returned and a root cause cannot be determined. Due to the reported incident and in an abundance of caution this medwatch is being filed. Device not returned.

Event description:
It was reported a gastrostomy tube retention balloon deflated and was dislodged.